Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.